Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein two leads were added and old leads were replaced to accommodate the new alpha ipg. The explanted leads will not be returned as they were kept by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein 2 leads were added and old leads were replaced to accommodate the new alpha ipg. The explanted leads will not be returned as they were kept by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
H10 should have been: additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5064586.